Manufacturer narrative:
(B)(4). Pump passed displacement test and self test. Pump error 53 alarm and error 4 found in the pump history file. Unable to determine the root cause, problem isolated to the electronic assembly pcb 2. Line number = 0 file number = 19.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump rewind. The customer also stated that the they performed the self test and they were able to passed the test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.